Manufacturer narrative:
The investigation confirmed that lower than expected vitros tsh patient results were obtained for multiple samples from a single patient while using the vitros eci immunodiagnostic system. The investigation did not determine a root cause of this event. However, a possible sample interferent and/or method to method differences between the vitros eci and OEM analyzers cannot be ruled out as contributing factors.

Event description:
The customer obtained lower than expected vitros tsh patient results for multiple samples from a single patient while using the vitros eci immunodiagnostic system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The affected tsh patient results were reported from the laboratory and questioned by the clinician. No corrected reports were issued. There were no allegations of harm to the patient as a result of this event. This report corresponds to ortho clinical diagnostics, inc. (B)(4).